Event description:
A general statement made by the doctor in 07/2005 regarding the finesse patch: the doctor has no specific issue with the patches, but they had a cluster of stenoses that concern them. Dr felt that some of the pts seemed to be restenosed earlier than they expected. Historically, dr claims, their restenosis rate is about 1%. Dr feels that over the past year it was more like 2% to 3%. These pts require additional surgery or a carotid stent. The doctor has been using this patch since 1997. The doctor stated that they had no specific information regarding procedure dates or pt information. The incident dates are unknown at this time and have been approximated as 2005 for reporting purposes only.

Event description:
On 9/23/2005, co received the following additional info: the batch number or numbers are not attainable. There is no specific issue against the patch. Specific incident dates are not attainable. No sample is available to be returned for eval. There is no further info for this reported complaint. Based upon the above, the dr's report appears, at this time, to be a general comment regarding some of his pt's tendency to restenose following corrective surgery with the finesse patch.